Manufacturer narrative:
Permobil was first informed of this adverse event on september 12, 2023. Permobil has received limited information about the reported event. Permobil is not aware of a product malfunction having occurred that would have contributed to this reported event. The device history record has been reviewed and the device was found to have met specifications prior to distribution on june 13, 2023. Permobil has received minimal information about the circumstances of this event. If any new information is received, a follow-up report will be submitted.

Event description:
The new user reported to the dealer that the uni-lock breaks failed causing the user to fall out of the chair and injure the knee. Details of the failure are unknown currently. Information and details of injury are limited.